Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2015 with diabetic ketoacidosis. The customer stated he started feeling sick on (B)(6). His heart was racing, he was sweating and not able to hold his head up. It was found that the tubing of the infusion set had a crack was insulin was leaking. Blood glucose value at the time of admission was 466 mg/dl. He also reported that the insulin pump has been alarming no delivery and it would stop and start rewinding on its own. The customer was advised to hold the act button until receiving a second series of beeps or numbers appear on the display. Customer states he received the second series of beeps. Blood glucose value is unknown. Customer stated the no delivery alarm was resolved by a complete set change. It was advised to monitor the insulin pump.